Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-05358, 2017865-2020-05359. It was reported that the patient experienced pocket erosion and presented in clinic. Part of the pacemaker came through the skin. No fever or any other issues were noted. The patient was brought to the operating room for device and lead extraction. During procedure, the physician was unable to pass a stylet down either the right atrial or right ventricular lead. The lead insulation also pulled of the lead easily while the lead was extracted. Both leads and the device were extracted on (B)(6) 2020. The procedure was successful with no other issues. A replacement pacemaker and leads were implanted on (B)(6) 2020 with no issues. The patient was doing well.